Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One picture and seven samples were received for evaluation; six samples were received in used condition with the original packaging and one sample was received in unused conditions with the original packaging. Visual testing was performed. The picture reveled a damaged mask; however, visual inspection of the samples found no discrepancies. A review of the manufacturing process was conducted by quality engineer. The audit reveled that there were no discrepancies or issues that could've caused the reported complaint. The most probable root cause is the product became damaged after it left the facility. Operator of device and protocol numbers are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the masks were crushed and dis-configured. No patient injury was reported.